Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin at the implant site. A longer abutment was installed during this procedure. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.